Manufacturer narrative:
(B)(4). Investigation results: during the course of investigation, a review of the complaint history, documentation, drawing, manufacturing instructions (mi), quality control (qc), specifications and a visual inspection of the returned product was conducted. It should be noted that only a 4 cm section of the basket assembly and basket formation was returned for investigation. A visual examination of the basket formation noted the basket formation appears flat and asymmetrical. The lot number for this complaint is unknown; therefore we are unable to review manufacturing/lot records. Current controls are in place for manufacturing and quality control to assure functionality and device integrity. Based on the information provided and the results of the investigation, a definitive root cause cannot be determined. We will continue to monitor for similar complaints.

Event description:
The (B)(6) male patient underwent a sialoendoscopy procedure to have a stone removed. During the procedure, the basket originally captured the stone; however, the stone was too large to remove. After some time the doctor attempted to dislodge the stone from the basket in order to remove the basket, but this was not successful. The basket catheter became lodged between the stone and the muscosa / ductal wall. At that point, the physician lost the ability to open and close the basket or manipulate it in any way. The basket was cut to remove the basket. But this was without success and a section of the device was left in the patient. The patient was scheduled to return for a follow-up procedure for a submandibular gland excision and the section of the device that remained in the patient was extracted. No information has been provided regarding if the patient experienced any additional adverse effects or complications due to initial event.

Manufacturer narrative:
Additional investigation results: this device is intended only for use in the urinary tract, not in the salivary glands. Therefore, the root cause of this event has been determined to be failure to follow the appropriate instructions and labeling. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and. Additional complaint investigation and record remediation was not performed.